Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, the contrast/up/down/ok keypad buttons intermittently responded to user inputs during testing, and there was evidence of adhesive/contamination under all key contacts.

Event description:
It was reported that the keypad button presses did not activate pump functions. The keypad buttons reportedly have to be pressed several times for a response. There was no adverse even associated with this complaint.